Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and without the device or images to analyze, a cause for the reported missing lock lever o-ring resulting in the reported leak/splash could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was then prepared. However, during preparation of the clip, it was observed that the o-ring on the lock lever was missing, resulting in loss of saline at the lock lever. The physician then removed the lock lever cap and unwrapped the lock lines carefully, and attached the o-ring from the first clip to the second clip, rewrapped the lock lines, and closed the lock lever cap. It was noted that there was no loss of saline on the lock lever. The clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was then prepared. However, during preparation of the clip, it was observed that the o-ring on the lock lever was missing, resulting in loss of saline at the lock lever. The physician then removed the lock lever cap and unwrapped the lock lines carefully, and attached the o-ring from the first clip to the second clip, rewrapped the lock lines, and closed the lock lever cap. It was noted that there was no loss of saline on the lock lever. The clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.